Event description:
It was reported that a malfunction occurred on the customer's pump two days ago, but no immediate actions were taken to address it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue recurred.